Manufacturer narrative:
Returned to manufacturer on: unknown. Investigation date has been used for this field. (B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 79264 with the incident lot was observed.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had no blood in the flash during use.